Event description:
A journal article reported preliminary data from a clinical study in which pts were randomized to the investigational product, a human cadaver tissue implant consisting of dermal tissue for injection, and this commercially available product. A pt who was in the subset of pts receiving both materials was skin tested on an unk date and had a severe skin test response to the bovine material, which was excised after a mo at the pt's request. Further info was not available. Please be advised that this study was not conducted by the MFR reporting this event, collagen corp.